Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Post-op x-rays taken (B)(6) 2018 found the set screws located at the t10 & t11 had become detached from the tulips of the polyaxial screws. The arsenal spinal fixation system was originally implanted on (B)(6) 2017.